Event description:
The manufacturer received information from customer in reference to ds2adv auto CPAP with an allegation of an error message that the humidifier was not functioning. There was no report of serious injury or harm. There is no medical intervention specified. The device was returned to the third-party service centre, and observed the device did not recognize the humidifier, heater plate with electrical damage, scratched ui bezel plus and blower box with contamination. The customer complaint was reproduced. There was one error code identified. The device was scrapped.